Manufacturer narrative:
(B)(4). The knife is trapped and protruding from the jaws. This can occur when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. More frequent cleaning could have also reduced the difficulty activating the knife. The IFU cautions to confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter.

Event description:
The customer reported that the device blade would not retract. There was no pt injury. The device was returned to covidien and visual inspection noted that the knife was protruding from the jaws.